Manufacturer narrative:
Additional information was received from an additional ppf that the patient became sick approximately 8 years after the filter was placed and passed away approximately 1 ½ years later. Please note correction regarding the date of death. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease inferior vena cava (ivc) filter. The information received indicated that the device failed and led to clots and bleeding - attributing to declining health and death. In addition, prior to the patient expiring, the patient reportedly experienced mood swings, difficulty concentrating, loss of focus, depression, anxiety, pain, suffering, and fear that the implant has moved or will move and cause injury or death. The indication for the filter implant was bilateral pulmonary emboli (pe) and an active gastro-intestinal bleed. The filter was placed via the right femoral vein and deployed at l2-l3. Venogram performed during the procedure noted the vena cava to be widely patent, to bifurcate at l4 and the renal veins to come off at l1. The filter came out symmetrically and the patient tolerated the procedure well. Two days after the filter implant a venous duplex ultrasound of the lower extremities was performed and demonstrated non-occlusive thrombus along the right superficial femoral vein with thrombus also seen in the bilateral lesser saphenous vessels. Three days after the filter implant the patient underwent a procedure for a gastro-intestinal bleed and to remove polyps. The patient became sick on or about eight years after the device was implanted and died approximately nine years and eight months after the filter was implanted, approximately eighteen months after becoming ill. The cause of death has not been provided and there is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without films of the index procedure or post implant imaging, the reported clots and bleeding leading to declining health and death could not be confirmed or further clarified at this time. An actual cause of death or autopsy report has not been provided. Blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Without the procedural films and post-implant imaging available for review, the reported events and or a device malfunction could not be confirmed. Anxiety, mood swings, difficulty concentrating, loss of focus, depression and pain, do not represent a device malfunction and may be related to underlying patient specific issues. With the limited information provided it is not possible to establish a relationship between the reported events and the device. Given the limited information currently available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
(B)(4). Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent a surgical procedure to implant a trapease inferior vena cava (ivc) for the treatment of a pulmonary embolism. The device was implanted just below the patient¿s renal veins passing the l2-l3. The device was positively identified by the patient¿s medical records. As of the present, the patient is still implanted with the device, which is known to be dangerous and cause serious side effects. As the result of the trapease filter¿s installation, the patient has suffered and is at risk of suffering injuries, possibly permanent and life-threatening, and will require extensive medical care, monitoring and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses, not limited to the apprehension and risk associated with retaining a defective device inside her body. Additional information provided on the patient profile form (ppf) allege that the device failed and led to clots and bleeding - attributing to declining health and death. The information indicates the patient became sick on or about eight years after the device was implanted and died approximately nine years and eight months after the filter was implanted. The information also reported that the patient is also reported to experience mood swings, difficulty concentrating, loss of focus, depression, anxiety. Pain, suffering, feat that the implant has moved or will move and cause injury or death. Information provided in the medical records indicated the filter was placed due to bilateral pulmonary embolus (pe). The filter was placed via the right femoral vein and deployed at l2-l3. Venogram performed during the procedure noted the vena cava to be widely patent, to bifurcate at l4 and the renal veins to come off at l1. The filter came out symmetrically and the patient tolerated the procedure well. Two days after the filter implant a venous duplex ultrasound of the lower extremities was performed and demonstrated non-occlusive thrombus along the right superficial femoral vein with thrombus also seen in the bilateral lesser saphenous vessels. Three days after the filter implant the patient underwent a procedure for a gastro-intestinal bleed and to remove polyps.